Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off during rewind. The customer reported that the insulin pump would not turn back on after inserting a new battery. The customer reported that the battery cap was unable to be removed. The customer's blood glucose was 140 mg/dl at the time of incident. The customer declined to troubleshoot for stuck battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly noted, had normal operating currents and no damage was found on the lcd isolation tape noted. However, the insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, battery tube threads, reservoir tube lip and minor scratched display window.